Event description:
This report is based on information provided by philips service personnel and is being investigated by the philips complaint handling team. Philips received a complaint from the customer, reporting that the v60 ventilator was unable to start. There was no patient involvement when the issue occurred. No patient or user harm reported.

Manufacturer narrative:
E1: (B)(6) hospital . (B)(6). Per the follow up response, there was no problem with the device, and the customer only consulted about the device's warranty. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00265. All information from the original report(s) has been transferred to this report.